Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility during transport, the cradle detached from the lift and the resident fell onto the floor and hit his head on lift leg. The resident was transported to (B)(6) via 911/ambulance. The resident was admitted to the hospital for further assessment and observation. A cat scan and x-rays were performed and a determination of no injuries was the conclusion. (B)(4) has been entered into our system. (B)(6) from joerns visited the facility on (B)(6) 2013 to evaluate the lift. A new cradle was installed. The cradle involved in the incident remains with the attorney for the facility.

Manufacturer narrative:
Joerns sending the report to the manufacturer.